Event description:
It was reported issues were experienced with the stylus, and it needs to be calibrated. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event of the stylus not working properly. The touch screen was found to be out of specification; overlay misalignment. A software error was also noted. (B)(4).